Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 168325: 50 items manufactured and released on (B)(6) 2017. Expiration date: (B)(6) 2022 no anomalies found related to the problem. To date, 13 items of the same lot have been already sold without any similar reported event.

Event description:
Five months after primary the surgeon revised the patient for a knee instability. The liner have been swapped passing from a 10mm to a 13mm one. The surgery was completed successfully.